Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was noted that they were trying to do an MRI of their brain yesterday, and they put the patient in the machine and the device was not turned off. It was stated that they felt burning and still feel burning. It was reported that while they were in the MRI machine they started feeling ¿electrical shocks¿ from where the device is to a little bit down behind where the device is. It was stated that they tried to turn their device off, but they were told that they have ¿an only device and there was a recall on their programmer (pp).¿ it was reviewed that their device does not have MRI mode, it just needs to be turned off. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they were put in the MRI machine and the entire device migrated. When they were put in the MRI machine, everything was on. They had the device removed prior to report due to this issue. They stated they got electrocuted in the machine. The patient stated they were frustrated and in pain and wished to not provide further information or be contacted further regarding the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that ¿it ruptured and electrocuted.¿ it was also stated that their phone, pocket book, and ¿machine¿ were put in the machine with them when they did the MRI. No further patient complications are anticipated or expected as a result of this event.